Manufacturer narrative:
(B)(4). Upon receipt of further information, this event will be updated.

Event description:
Boston scientific received information that interrogation of this implantable cardioverter ICD revealed a low voltage battery fault and a message noting that the voltage was too low for the projected remaining capacity. An internal technical therapy consultant was contacted and recommended device replacement. Should a save to disk be provided, a replacement window can be provided. The device is beeping. A device replacement is intended.

Event description:
Additional information was received. The remaining longevity was unable to be calculated due to data issues. A replacement procedure is intended.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the (B)(4) 2013 advisory population, but was added to the expanded population on (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.